Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test due to cracked end cap. Insulin pump had missing end cap sticker, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube window.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 190 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. No further information was provided.